Event description:
It was reported that the defibrillation coil of the attempted right ventricular (rv) lead appeared damaged under fluoroscopy once it was implanted. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.